Event description:
Event description guidant received information that this lead had a lead safety switch noted at a follow-up visit. Upon review of the daily measurements all impedance measurements are within normal range, an occassional reading at 1500 ohms. The measurements that day were bipolar 460 ohms and unipolar 420 ohms. The patient denies any symptoms. The field clinical representative (fcr) is unable to reproduce any elevated impedance measurements.